Event description:
The patient was being implanted with an alto stent graft system to treat an abdominal aortic aneurysm (aaa). Reportedly, during the procedure the physician was unable to cannulate the contralateral limb prior to 14 minutes. At this point the physician decided to balloon the sealing rings, and while trying to advance the delivery system, the graft appeared to have moved upwards and the left renal was covered. Attempts were made to bring the graft down (ballooning) without any success. A left renal bx covered (non-endologix) stent was inserted and the patient was administered tpa (tissue plasminogen activator). Patient status was reported as awaiting to be discharged.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as awaiting to be discharge. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.